Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2010; w1tr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was further reported that the right atrial (ra) lead exhibited over-sensing, diminished sensing, potential under-sensing and non-capture. The lead remains in use. No further patient complications have been reported as a result of this event.